Event description:
Complainant alleged that during biomed testing the device displayed "error code 44" and "error code 45" when attempting to charge over 200 joules. Complainant indicated that there was no patient involvement in the reported malfunction.